Event description:
On 7/mar/2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted enteritis and peritonitis due to prolonged constipation. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on 4/dec/2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefazolin (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for escherichia coli on (B)(6) 2023, and the patient¿s vancomycin was replaced with oral ciprofloxacin (dose, duration, frequency not provided). The patient¿s abdominal pain and cloudy peritoneal effluent fluid have resolved, and he has recovered from the serious adverse events. The pdrn attributed causality to the transmural migration of bacteria from the bowel to the peritoneum, due to prolonged constipation and enteritis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. At the time, the patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported complaint.

Event description:
On (B)(6) 2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) contracted enteritis and peritonitis due to prolonged constipation. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on 4/dec/2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin and cefazolin (dose, duration, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for escherichia coli on 9/dec/2023, and the patient¿s vancomycin was replaced with oral ciprofloxacin (dose, duration, frequency not provided). The patient¿s abdominal pain and cloudy peritoneal effluent fluid have resolved, and he has recovered from the serious adverse events. The pdrn attributed causality to the transmural migration of bacteria from the bowel to the peritoneum, due to prolonged constipation and enteritis. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. At the time, the patient continued to undergo ccpd therapy utilizing the same liberty select cycler without reported complaint. Upon receipt of additional information, it was determined that the event reported in MFR c-1198624-mwufi-821020 was related to prolonged constipation, and is not a reportable event related to fmcrtg products. There will be no further updates on c-1198624-mwufi-821020.